Manufacturer narrative:
As no lot number was provided for the device, the device history records could not be reviewed. Trend analysis was not possible to perform, as no product information available. The compatibility check could not be performed as no product information was provided. A technical investigation was not possible to perform, as the device is not at hand for investigation. Possible causes for the reported event according to dfmea: line 1: breakage of implant-due to lack of adequate fatigue strength. Line 3: breakage of implant-due to lack of adequate fatigue strength due to anodization. Line 9a: breakage of implant-due to high forces applied during removal. Line 40: breakage of implant-due to wrong surgical technique used. Line 49: breakage of implant-due to off-label use, e.g. Misuse by surgeon. Comparison to investigation results whether it is possible & justification: possible: to high forces applied on the implant. Possible: to high forces applied on the implant. Possible: the surgeon to high forces applied on the implant. Possible: the surgeon did not follow the steps in the surgical technique. Possible: maybe there was a off label use, misuse by surgeon. However, based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that a znn cmn nail (catalogue and lot number unk) was implanted on unk date. On (B)(6) 2015 the surgeon tried to explant the nail which was not possible as the lag screw is damaged. The nail rested in situ.

Manufacturer narrative:
The hospital reports this incident is not the hospital the devices were implanted, thereof report of implant and product info were not available. The MFR did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. As soon as supplemental info becomes available an updated report will be submitted. (B)(4).